Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device was fastened properly onto the scope and was introduced into the patient. The varices were suctioned and the first two bands were deployed successfully; however, when attempted to deploy the third band, the fourth band started to deploy instead of the third band. It was then noticed that the third and fourth band were twisted together on the ligating unit and the rest of the bands could not be deployed. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter address 1, city, state and zip/post code) block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6), 2021. During the procedure, the device was fastened properly onto the scope and was introduced into the patient. The varices were suctioned and the first two bands were deployed successfully; however, when attempted to deploy the third band, the fourth band started to deploy instead of the third band. It was then noticed that the third and fourth band were twisted together on the ligating unit and the rest of the bands could not be deployed. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.